Event description:
During routine testing, the user found that when the pacer mode (async/demand) switch was pressed, the pacer would turn on. There was no pt harm involved. The problem was traced to corrosion on printed circuit board assembly 590307. The corrosion appeared to have been caused by water that had entered the unit. The event is not occurring more frequently or with greater severity than is usual for the device.